Event description:
The customer reported an error code 242.4030. No patient involvement is noted.

Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10. Additional information d10. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2006, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing 4 times. Device had no similar service repair history and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported an error code 242.4030. No patient involvement is noted.